Manufacturer narrative:
A2) patient age - average age, 77.0 ± 8.1 years. A3a) patient sex - majority male. A4) patient weight - average weight, 85.0 ± 20.9 kg. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, access site bleeding is listed as a possible complication with use of the verisight pro device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 05dec2024) ¿safety and feasibility of 3d intracardiac echocardiography in guiding left atrial appendage occlusion with watchman flx¿. The study retrospectively aimed to investigate the feasibility and safety of ice-guided left atrial appendage occlusion (laao) with watchman flx using a novel 3-dimensional ice catheter. A total of 100 patients undergoing laao with the watchman flx device were enrolled in the study between february 01, 2022 and october 31, 2023. Philips verisight pro intracardiac echocariography catheters were used during the procedures. Procedural complications included 5 patients who experienced minor access site bleeding and 1 case of pericarditis, requiring medical treatment. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips devices. Additionally, the date of procedure was not listed for these events; therefore, 05dec2024 has been used, the date of publication. Sularz, agata,chavez ponce, alejandra,al-abcha, abdullah,simard, trevor,killu, ammar m.,doshi, shephal k.,alkhouli, mohamad. 2025. Safety and feasibility of 3d intracardiac echocardiography in guiding left atrial appendage occlusion with watchman flx jacc: advances, 4(2): 101570. This report captures the serious injuries that occurred after use of the verisight pro device. There was no alleged malfunction of any philips devices in use during the procedure.